Event description:
It was reported that an ilet pump generated repeated restart and voltage alarms, including host over/under voltage and boost over/under voltage alerts, after which the device was restarted multiple times without resolution and subsequently replaced; the user¿s blood glucose at the time was 105 mg/dl and the user transitioned to backup therapy on a t:slim with control-iq. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy until the replacement device was provided. Investigation included customer service troubleshooting and education, review of device behavior during restart, and coordination for device replacement and return. Investigation of this case revealed persistent voltage regulation faults consistent with an internal electronic malfunction in the pump hardware. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the pump electronics. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.